Manufacturer narrative:
Device evaluation summary: it was reported that female patient of unknown age underwent an unknown procedure with a mentor tissue expander of unknown type and experienced rupture on the left side breast implant. As a result, the patient underwent removal of the implant on unknown date. The ruptured implant was discarded. The device was not returned to mentor ; however, the customer provided a picture of the complaint device. Based on the picture, a rent was observed on the posterior aspect. The complaint was confirmed. No further investigation can be performed at this time. No corrective actions are required. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that female patient of unknown age underwent an unknown procedure with a mentor tissue expander of unknown type and experienced rupture on the left side breast implant. As a result, the patient underwent removal of the implant on unknown date. The ruptured implant was discarded.